Manufacturer narrative:
The tube cev647b5 was returned for evaluation: device history record (DHR): the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation was unable to conclusively verify the complaint as valid. The device passes the electrical test. No defect was found. After assembling with the received inserts and handles, the test of electrical continuity is compliant. Root cause: the investigation did not highlight any defect; the complaint could not be confirmed. This issue may be due an improper use or the use of a defective cable or generator.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 5 of 9 reports linked to mfg report numbers: 2523190-2021-00110, 2523190-2021-00109, 2523190-2021-00111, 2523190-2021-00112, 2523190-2021-00114, 2523190-2021-00115, 2523190-2021-00116, 2523190-2021-00117. A facility reported that during use on a patient for an unspecified procedure, in which the tube cev647b5 was being used, the surgeon could not coagulate. Preoperatively, the surgeon used 2 different erbe generator and 2 different pedals. Post-operatively, the surgeon tested both devices on a gauze and found that the impedance should be high to get a result. There was surgical increased time of 20 minutes without injury to the patient.